Event description:
It was reported that the patient experienced low glucose readings on the ilet and confirmed a fingerstick blood glucose of 67 mg/dl, after which she was advised to replace the cgm sensor and was warm transferred to the cgm manufacturer for support; she self-treated with oral carbohydrate including soda and a peanut butter roll. Symptoms included hypoglycemia with shaking. Outcomes included no health consequences or lasting impact. Troubleshooting and education were provided regarding sensor accuracy and the recommendation to replace the sensor when readings differ by more than 20 percent. Investigation of this case revealed no device malfunction identified at the time of the call and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.